Event description:
After a refractive surgery, the pt had some irregular astigmatism with loss of 2 lines of bcva ( best corrected visual acuity) in the operated eye. An epithelial defect occurred during the procedure. The corneal flap was lifted and treated by laser.